Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was noted that the pacemaker previously exhibited intermittent high capture thresholds. The threshold was stable at the time of interrogation. The patient was stable and would continue to be monitored.